Event description:
While attempting to run the opcheck test, the unit unexpectedly cycles power. During the pacer and defib tests, the unit halts, cycles power, displays the initial startup screen and displays the message "all settings reset to default settings."